Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. No other information available. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was defective. No other information available. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws and on the c-ring. Microscopic inspection showed charred tissue on the heater wire of the hot jaw. The heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone boot insulation appeared intact with no sign of crack nor peeling. The c-ring was observed to be transected in half longitudinally between the flanking curved parts. The edges where the cut is located appeared melted. The scope wash tubing remained attached to the cannula shaft. The transected c-ring remained attached to the cannula due the presence of a retention rib. No specific failure was reported. However, based on the returned condition of the device and the evaluation results, both analyzed failures "material twisted/bent" and "break" were confirmed.